Event description:
It was reported that the device exhibited an alarm. The event occurred while patient use, during infusion and no patient harmed reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. A 'high-pressure' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the downstream occlusion sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.